Manufacturer narrative:
Tech asked the account to isolate the side rails and test port cable. No further info is available on the repair of the bed at this time.

Event description:
The account alleges the head down is running on its own. No pt impact.